Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress. The device was not repaired and was labeled not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message and a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.